Manufacturer narrative:
According to the customer, on (B)(6) 2025 while transferring a resident from the chair to bed, the "sling ripped", causing a "humeral neck fracture and rib fractures" from the fall. The customer reported after the incident occurred, they "called 911" and the resident is currently "hospitalized". The customer reported the sling was inspected prior to use and was in "good condition". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 while transferring a resident from the chair to bed, the "sling ripped", causing a "humeral neck fracture and rib fractures" from the fall.